Event description:
On (B)(6) 2012, the patient contacted animas alleging that the down arrow keypad button would not responding to button presses. He reportedly noticed the issue this week and stated that the issue was getting worse. The patient denied having issues with the other keypad buttons. The patient reportedly wore the pump in a leather case and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the down arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.